Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture and seroma are a physiological complication. And analysis of the device generally does not assist allergan in determining, a probable cause for these events.

Event description:
Healthcare professional additionally reported, right side "hole in radius edge", "impending exposure", "suture line and wound breakdown with exposure of the implant". And "capsular contracture, baker grade unknown. And minimal drainage in the pocket. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of impaired healing is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "healing delay."

Event description:
Healthcare professional reported right side "healing delay". Device has been explanted.